Manufacturer narrative:
Evolutpro-23-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) was, "leaking." The ipg was inactivated and replaced. No patient complications have been reported as a result of this event.